Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/25/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor exhalation to address the finding. The device then passed est and performance verification testing and was returned to service. The reported complaint of the exhalation flow sensor being out of specification was not duplicated, no fault was found on the returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during extended self-testing (est), the device logged an error 3105 (exhalation flow outside range). There was no patient involvement.